Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h3, e1 (initial rep name), h6 (type of investigation, investigation findings, investigation conclusions) (B)(6). A getinge field service technician was able to witness the reported failure as well and replaced the upper display (d160-00-0127). Unit operated as indented after replacement. The fse calibrated and passed all functional and safety tests per factory specifications.the following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 19 mar 2026. The failure analysis and testing dept. Received part number 0160-00-0127 with a reported unit failure of the screen flickering. The fat performed a visual inspection and found the part to be in good condition. The fat installed the screen in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Av.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) screen was flickering while on patient. No harm reported.

Manufacturer narrative:
Due to character limit in e1 initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.